Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# 0216969588, implanted: (B)(6) 2019, product type: lead; product ID: 3889-28, lot# 0216969588, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 21-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) for a clinical study reported at the subject's 12 week follow-up visit, the device programming information showed the following: group 1 pulse width (usec): not provided rate (hz): not provided polarity: electrode 3: positive electrode 2: off electrode 1: off electrode 0: negative device case: off amplitude limit (volts): 4 cycling: off therapy impedance (ohms): 0 group 2 pulse width (usec): 210 rate (hz): 14 polarity: electrode 3: positive electrode 2: off electrode 1: off electrode 0: negative device case: off amplitude limit (volts): 4 cycling: off therapy impedance (ohms): 0 longevity (months): 28 amplitude: 0.6 volts no further event information was available at this time. No further complications were reported or anticipated.